Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An external visual inspection was performed and failed due to a burnt usb connector and plastic. Pictures were taken. A charge and boot test was performed and failed due to a burned usb connector and plastic. An internal visual inspection was performed and failed due to a burnt usb connector and plastic. Pictures were taken. The log was not downloaded for review due to a burnt usb connector. Confirmation of the complaint was confirmed. The probable caused is defective usb connector. No injury or medical intervention was reported.